Manufacturer narrative:
Patient's age was reported as in 20's. This report is for one (1) unknown drill bit. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown drill bit. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient had an open reduction internal fixation (orif) surgery for distal humeral fracture with multiloc humeral nailing (mhn) system. During the surgery, the surgeon had a hard time to drill the cortical bone with a radiolucent drive due to the connection portion between an unknown drill bit and radiolucent drive had a black charcoal which seemed to have been scorched/burnt. When the surgeon tried drilling several times, the device stopped working due to the mechanism of preventing excessive load against the device. Thus, the surgeon changed the drill bit to another one and reassembled the radiolucent drive and handpiece. However, the same event occurred when a certain amount of force was applied to the device. The surgeon stopped using the radiolucent drive and drilled the bone with a bone punch and a k-wire. The procedure was successfully completed with a surgical delay of 120 minutes. There was no adverse consequence to the patient. The surgeon commented that the event was probably due to good bone quality. This (B)(4) captures the drill bits while (B)(4) captures the radiolucent drive and handpiece. This report is for one (1) unknown drill bit. This is report 1 of 2 for (B)(4).